Event description:
The facility reportedly could not connect the electrodes to their device. The electrodes allegedly would not connect to the device due to incompatable connectors. No pt info was reported.